Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Adverse event regarding new surgery for incision of strip was submitted via medwatch 2210968-2019-89280.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2014 and the mesh was implanted. The patient experienced repeated urinary infection since the operation, around 14 in 12 months including two acute pyelonephritis and one hospitalization of nearly 7 days. The patient underwent a new surgery for incision of strip. It was also reported that since the new surgery for incision of the strip, the patient experienced return of incontinence, losing a stool, no possibility of retaining anything and/or difficulty defecating/constipation, bloating, pain and burning in the vagina, pelvis, groins, calves, legs and hips on either side, shooting in the left leg into the calf, difficulties getting out of the car, turning in the bed and lifting legs, and chronic fatigue. The patient is unable to sit in the same position for long periods of time, experiencing pain right down to the feet and in the buttocks. The patient experienced the episode of diaphoresis, migraines increase, vomiting, unusual white to greenish vaginal discharge, odors, itching, vaginal infections, accumulation of pus on vaginal lips, vaginal dryness, low libido and dyspareunia. After application of a cream that was recommended, the patient developed vaginal sensitivity. The patient experienced hemorrhage and reported unknown endometrial removal. The patient also experienced pain in the lower abdomen, menstrual cramps and lower back burning, tingling and numbness in legs during sitting, pain and numbness in hands, depression, weight gain, anxiety, insomnia, uncomfortable sleeping on the right side. No further information is available.